Event description:
Procedure: lap chole. According to the reporter: in use, the tip of the device fell into the pt cavity. The piece could be retrieved. Used other device. No bleeding. No tissue damaged. Operative time not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.